Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics. This report is filed july 21, 2016.

Manufacturer narrative:
Per the clinic, the patient experienced skin overgrowth on the abutment as well as an infection. Subsequently on (B)(6) 2016, the excess skin was excised and the patient was prescribed a 6 week course of oral antibiotics. The implanted device remains. This report is filed august 4, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and has treated the infection with antibiotic ointment (date not reported). The implanted device remains.